Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The xact (B)(4) is being reported under a separate medwatch report number. There was no reported product deficiency. The reported cerebrovascular accident and thrombosis are known adverse events as listed in the acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported that 6 days post stenting procedure in the right common carotid artery (rcca) with one acculink and one xact stent, the patient was hospitalized with a cerebrovascular accident, with severe right sided headache, upper extremity numbness and left arm weakness. MRI showed multiple punctate subacute infarcts suggest an embolic source. CT showed small luminal filling defects abutting the wall of the rcca stent suspicious for mural thrombus in both stents. Treatment included thrombolytics and vasopressors/inotropes. The patient's condition continues but is improved. The patient was discharged six days later. Though requested, no additional information was provided.